Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device, or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted. Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
According to the available information, though not verified, physician removed all otr device (pump, cylinders, and reservoir, rtes. Replaced with new device. Additional information received on 11/25/2020: revision was due to tubing break near pump, and fluid loss. Unknown if device will be returned to coloplast.